Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that force was exerted upon the device to cause the fracturing. Product likely failed due to misuse, by product being put through excessive force, which may have prevented the use of the instrument and its failure.

Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6) 2015. During the procedure, the tunneloc would slide up and down however would not tension. The tunneloc was removed and another tunneloc was utilized to complete the procedure.